Manufacturer narrative:
It was reported that the implant failed to osseointegrate. The implant was removed due to pain and numbness. However, the pain disappeared after removal of the implant. No abnormality was noted with the implant itself during placement. Additionally, the DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes related to the manufacturing of the implant itself. All the processes met the acceptance criteria. More results will be available upon completion of the evaluation and investigation of the returned part. However, failure to osseointegrate is a well-known and well-documented inherent risk of the implant procedure.

Event description:
It was reported that the implant failed at multiple tooth locations. The patient had type bone iii and implant was removed due to pain and numbness which disappeared after removal of the implant. It was also stated that there was severe bone loss and infection at the implant site. No preexisting conditions were reported which may have contributed to this incident. No abnormality was noted with the implant itself during placement. The most probable cause which may have contributed to this incident was stated to be failure to osseointegrate.

Manufacturer narrative:
Section d4 UDI#: entered UDI# that was omitted on the initial report. Section h1: corrected to indicate "serious injury". The device investigation has been completed and the results are as follows: investigation methods/results: the returned part was inspected and evaluated visually, and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.